Manufacturer narrative:
During device evaluation, the reported issue was confirmed: a hole was found at the bending section. This hole caused the device to fail leak testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the videoscope had a hole in the bending rubber. The issue was found during customer reprocessing. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the objective lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No patient involvement reported.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the retuned device found foreign material in the lens during evaluation; however, the customer returned the device without reprocessing which caused the foreign material to remain in the device. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury were it the malfunction were to reoccur.